Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber tip is still attached to the fiber; the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint of "fiber tip broke; doctor was able to remove the tip from the patient" could not be confirmed; the tip of the fiber is still attached to the fiber; a fiber/glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 67,800 joules while using the surgical fiber during a prostate procedure, the inside of the fiber tip broke. The physician was able to remove the fiber from the patient. Time expended: 14 minutes. The fiber tip (cap) was cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.